Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been receiving readings that were far from one another from the sensor and the insulin pump. Customer also reported that she received a calibration error. Blood glucose level at the time of the incident was 50 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.